Event description:
It was reported that the programmer had fan noises and intermittent noise it was returned to the manufacturer for repair and subsequently tested out of specification and as a result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the fan noise. The printer was found to be out of mechanical specification and the stylus pen was bent/damaged.